Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("severe pain with cycles") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding/non-stop bleeding") and cyst ("cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered cyst, dysmenorrhoea, genital haemorrhage and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("severe pain with cycles") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding/non-stop bleeding") and cyst ("cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered cyst, dysmenorrhoea, genital haemorrhage and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("severe pain with cycles") in an adult female patient who had essure inserted (lot no. 619616) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroids. Previously administered products included: yaz. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding/non-stop bleeding") and cyst ("cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies). At the time of the report, the outcomes for these events were unknown. The reporter considered cyst, dysmenorrhoea, genital haemorrhage and weight increased to be related to essure administration. The reporter commented: number of coils : right tube: 4, left tube: 5. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2022: reporters information ,medical history and lot number added rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("severe pain with cycles") in an adult female patient who had essure inserted (lot no. 619616) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroids. Previously administered products included: yaz. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced dysmenorrhoea (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding/non-stop bleeding") and cyst ("cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies). At the time of the report, the outcomes for these events were unknown. The reporter considered cyst, dysmenorrhoea, genital haemorrhage and weight increased to be related to essure administration. The reporter commented: number of coils : right tube: 4, left tube: 5. Lot number: 619616 manufacture date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.